Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The cause of the hypotension and cardiac arrest was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma and hypotension. The patient was treated with ionotropes. Despite applying pressure, the hematoma did not resolve and the patient's hemoglobin continued to drop. The patient was transfused six units of packed red blood cells. The patient became unstable and coded. Despite cardiopulmonary resuscitation, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.